Event description:
It was reported that during a coronary stenting treatment procedure, guide wire removal difficulties were encountered. The physician advanced the 185cm kinetix guide wire to an unspecified lesion as a buddy wire. An unspecified stent delivery system was advanced and the kinetix guide wire was pulled back into the guide catheter. The stent was then deployed. Upon removing the device from the guide catheter, resistance was encountered. In the physician's opinion, ''the kinetix guide wire got wrapped around the other wire or the stent delivery system and had difficulties removing the kinetix guide wire from the guide catheter.'' The physician ''pulled hard'' and removed the device from the patient intact. Upon removal it was noted that the outer core wire, proximal to the tip, had unraveled. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Upn search: corrected from h74939122012 to h74939122010. Upn: corrected from h74939122012 to h74939122010. Device evaluated by manufacturer: a visual examination of the returned device revealed that the distal tip and all components were intact. The distal tip was twisted/irregular shaped which was most likely caused by the force used to remove the device during the procedure. Microscopic inspection revealed contrast media with foreign material on the body of the guidewire and a kink/fracture in the high torque sleeve approximately 2inch from the distal tip. The foreign material appears to be fibers that most likely came from gauze used in the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, guide wire removal difficulties were encountered. The physician advanced the 185cm (B)(4) guide wire to an unspecified lesion as a buddy wire. An unspecified stent delivery system was advanced and the (B)(4) guide wire was pulled back into the guide catheter. The stent was then deployed. Upon removing the device from the guide catheter, resistance was encountered. In the physician's opinion, "the (B)(4) guide wire got wrapped around the other wire or the stent delivery system and had difficulties removing the (B)(4) guide wire from the guide catheter." The physician "pulled hard" and removed the device from the patient intact. Upon removal it was noted that the outer core wire, proximal to the tip, had unraveled. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.